Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("back pain") and amnesia ("memory loss"). The patient was treated with surgery (patient underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, back pain and amnesia outcome was unknown. The reporter considered amnesia, back pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("had to pull pieces out of one spot"), uterine perforation ("malposition of essure device location of device: punctured uterus / perforation (uterus) / expulsion of essure device"), bladder perforation ("punctured bladder"), pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and bipolar disorder ("psychological or psychiatric problems condition: bi-polar") in a 37-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine dilation and curettage, endometrial biopsy, depression, chronic pain and body mass index normal. Concomitant products included budesonide w/formoterol fumarate (symbicort), escitalopram oxalate (lexapro) and gabapentin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss (specify which one) weight gain"). In 2010, the patient experienced urticaria ("rashes or skin conditions type: hives"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), vision blurred ("vision/eye problems type: vision gets blurry"), vestibular migraine ("vestibular migraines") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyaligia"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), spinal column stenosis ("other injury(ies) or complication please describe: spinal stenosis") and intervertebral disc degeneration ("other injury(ies) or complication please describe: degenerate disk down spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), amnesia ("memory loss") and abdominal pain ("abdomen pain"). The patient was treated with total hysterectomy, novasure ablation, and dilation and essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, bladder perforation, menorrhagia, bipolar disorder, vaginal haemorrhage, dysmenorrhoea, back pain, amnesia, mood swings, anxiety, fibromyalgia, urticaria, urinary tract disorder, bladder disorder, nausea, dyspareunia, vision blurred, vestibular migraine, fatigue, weight increased, irritable bowel syndrome, spinal column stenosis and intervertebral disc degeneration outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, bipolar disorder, bladder disorder, bladder perforation, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, spinal column stenosis, urinary tract disorder, urticaria, uterine perforation, vaginal haemorrhage, vestibular migraine, vision blurred and weight increased to be related to essure. The reporter commented: status of patient has improved. Reports no pain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Essure confirmation test: on (B)(6) 2008, doctor said that everything looked fine. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters added. Insertion date updated. Demographic conditions added. Events: mood swings, bipolar, anxiety, fibromyalgia, punctured uterus, hives, bladder or urinary problems or changes, nausea, nausea, vision gets blurry, vestibular migraines, fatigue, weight gain, irritable bowel syndrome, spinal stenosis, degenerate disk down spine, abdominal pain, punctured bladder, device breakage were added. Event onset date and outcome updated. Concomitant condition added. Unstructured relevant test added. Reporter causality comment added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine dilation and curettage, endometrial biopsy, depression and chronic pain. Concomitant products included budesonide w/formoterol fumarate (symbicort), escitalopram oxalate (lexapro) and gabapentin. In 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), back pain ("back pain") and amnesia ("memory loss"). The patient was treated with surgery (patient underwent a procedure to remove the essure device) and surgery (novasure ablation in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain and amnesia outcome was unknown. The reporter considered amnesia, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: status of patient has improved. Reports no pain. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine dilation and curettage, endometrial biopsy, depression and chronic pain. Concomitant products included budesonide w/formoterol fumarate (symbicort), escitalopram oxalate (lexapro) and gabapentin. In 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), back pain ("back pain") and amnesia ("memory loss"). The patient was treated with surgery (patient underwent a procedure to remove the essure device) and surgery (novasure ablation in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain and amnesia outcome was unknown. The reporter considered amnesia, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: status of patient has improved. Reports no pain. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease, concomitant medications, new event menorrhagia added. On (B)(6) 2018: mr received: new reporters and concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("had to pull peices out of one spot"), embedded device ("malposition of essure device location of device: punctured uterus / perforation (uterus) / expulsion of essure device"), pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and bipolar disorder ("bi-polar") in a 37-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine dilation and curettage, endometrial biopsy, depression, chronic pain and body mass index normal. Concomitant products included budesonide w/formoterol fumarate (symbicort), escitalopram oxalate (lexapro) and gabapentin. In february 2008, the patient had essure inserted. In february 2008, the patient experienced nausea ("nausea"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced urticaria ("hives"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), vision blurred ("vision gets blurry"), vestibular migraine ("vestibular migraines") and irritable bowel syndrome ("irritable bowel syndrome"). In 2014, the patient experienced fibromyalgia ("fibromyaligia"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety"), spinal column stenosis ("spinal stenosis") and intervertebral disc degeneration ("degenerate disk down spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), amnesia ("memory loss") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix)), surgery (total hysterectomy (uterus and cervix)), surgery (total hysterectomy (uterus and cervix)) and surgery (novasure ablation in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, menorrhagia, bipolar disorder, vaginal haemorrhage, dysmenorrhoea, back pain, amnesia, mood swings, anxiety, fibromyalgia, urticaria, urinary tract disorder, bladder disorder, nausea, dyspareunia, vision blurred, vestibular migraine, fatigue, weight increased, irritable bowel syndrome, spinal column stenosis and intervertebral disc degeneration outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, bipolar disorder, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, spinal column stenosis, urinary tract disorder, urticaria, vaginal haemorrhage, vestibular migraine, vision blurred and weight increased to be related to essure. The reporter commented: status of patient has improved. Reports no pain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Essure confirmation test: on mar-2008, doctor said that everything looked fine. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: update of quality-safety evaluation of ptc( FDA code updated ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report